Event description:
A system operator reports that following lasik surgery, a patient was slightly overcorrected. A review of the patient records indicates the patient was over corrected by less than 1 diopter. However, the patient exhibited a loss of bcva in the right eye.

Event description:
Additional patient records were received. An enhancement was performed on the right eye and the latest powt-op exam indicates bcva was 20/30-2 and ucva was 20/40. The patient is very happy with the results.